Event description:
A malfunction alarm, identified as malf 12, was reported. Customer's blood glucose level remained within normal range and did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. Customer was advised to continue using the pump and to contact support if the issue reappears.